Manufacturer narrative:
Literature article: patel v., et al. Watch for the watchman's complication atrial septal hematoma mimicking as left atrial thrombus. Journal of the american college of cardiology, vol 77, issue 18. 11 may 2021.

Event description:
It was reported via literature that an interatrial septal hematoma occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Post procedurally the patient experienced chest pain and a pericardial effusion was identified. A pericardiocentesis was performed. Chest computed tomography (CT) showed a filling defect in the left atrium which was interpreted as a thrombus. Intravenous heparin was administered. Transesophageal echocardiogram (tee) showed a bulky atrial septum and a mobile membrane encasing heterogenous density which was not present on the preoperative tee. The suspected thrombus was determined to be an iatrogenic interatrial septal hematoma. Intravenous heparin was discontinued. Three (3) months post index procedure tee revealed complete resolution of the hematoma.